Event description:
It was reported that the patient stated having mechanical issues with an inflatable penile prosthesis (ipp) due to it being difficult to pump sometimes. It was further reported that patient liaison reached out to the patient and suggested the patient received additional training. No more information available at the moment. Should additional information become available, it will be provided.